Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, at approximately 06:00 pm, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a horizontal anatomy with an aortic valve angle measured to be 68 degrees; moderate annulus calcification was observed. Transfemoral was selected as the access site. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 28mm, non-abbott balloon. During loading, an increase in drag noted on the deployment/resheath wheel. During the procedure, before reaching 80 percent, the valve unexpectedly ¿jumped¿ upward, resulting in loss of position and embolization above the native aortic annulus. The operator advanced the device into a straight segment of the aorta in attempt to recapture the valve and also used the micro adjustment wheel while the ds was in the aortic arch. However, complete recapture was not possible due to damage to the valve capsule, representing an unexpected device-related issue. Given the inability to fully recapture the valve, the clinical team elected to release the valve in the abdominal aorta, positioning it inferior to the renal arteries and superior to the common iliac bifurcation. Subsequently, a second valve was selected for implant using a flexnav ds; the valve was able to be successfully implanted in the intended anatomical position. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. No adverse health consequence was reported. No additional surgical intervention was required. The patient has demonstrated appropriate clinical progression following the procedure and reported to be discharged.